Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
Poor image and quality of the endoscope due to the material. Poor insufflation. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
We found out that it was a problem with comos. The cmos chip replaced. If additional information becomes available, a supplemental report will be filed with the new information.